Event description:
Reporter did back-to-back blood glucose tests resulting in 169 and 49 mg/dl blood glucose readings. Reporter was not experiencing any symptoms. Reporter's teststrips were expired and she had no control solution.